Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced "no upstream occlusion" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Customer's stated problem was verified regarding "no upstream occlusion". Inspected the pump and found that the upstream occlusion sensor was inoperable. The root cause of the reported issue was a faulty upstream occlusion sensor. Actions were taken to mitigate the reported issue: replace the upstream occlusion sensor.

Event description:
It was reported that the device had no upstream occlusion. No patient injury was reported.